Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part 03.614.017, lot t155638: manufacturing site: tuttlingen. Release to warehouse date: august 03, 2017. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. A product investigation was completed: the threaded holding sleeve for polyaxial screws was received with the trigger housing separated from the rest of the device. The inner sleeve was attached to the outer sleeve and button and the trigger housing was easily screwed onto the inner sleeve. The device showed no signs of being broken. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. The relevant drawing was reviewed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the threaded holding sleeve was discovered broken during evaluation at the loaner's department. There was no patient involvement. This report is for one (1) threaded holding sleeve for polyaxial screws. This is report 1 of 1 for complaint (B)(4).